Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous and mode rately/severely calcified lesion with 80% stenosis in a patient. No damage was noted to the packaging. The device was removed from the hoop with no issues noted. The lesion was predilated. Resistance was noted when advancing the device. Excessive force was not used. It was reported that, when in the patient, the stent had come off the catheter and dislodged slightly. It moved forward on the balloon. It did not completely come off the balloon catheter and was retrievable and therefore removed from the patient. No intervention was required. No patient complications have been reported as a result of this event. Another resolute onyx 4.0 x 26mm des was deployed without any issues.

Manufacturer narrative:
Image review: an image showing the packaging pouch and delivery system was provided. There is no stent visible on the balloon of the delivery system. An image of the shelf carton was provided. The lot # on the shelf carton matches what was reported by the account. Product analysis summary: the distal shaft appeared twisted and damaged from 16cm to 20.5cm proximal to the distal tip. The stent was not present on the balloon and did not return for analysis. The stent was not found in the returned packaging. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.